Event description:
It was reported intermittently the left (live) monitor failed to display an image. No report of pt injury.

Manufacturer narrative:
The service call was cancelled by the customer. No add'l info has been disclosed.